Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarm, which was reproduced while attempting to run an infusion. Evaluation confirmed the alarm through causality of continuity on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the air in line message. There was no patient involvement.